Event description:
It was reported that spectrum pump wireless battery modules had fluid intrusion. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for eval. Therefore, an eval could not be completed. If the device is identified and returned, an eval will be completed and a supplemental report will be submitted.